Event description:
A malfunction was reported by the customer, indicated by a malfunction code. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was informed they could continue using the pump and to contact support if any issues reoccurred.